Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip syringe and needle were having connectivity issues. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 309657 batch no. 8255625. It was reported that there was a syringe/needle issue. 1. Description of issue: customer reported syringe/needle issue 2. Number of occurrences:3. 3. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 4. What was your bg reading at the time of this event? 276mg/dl if bg between 54-500, no more bg questions needed. 4. Item number: 3 ml syringe. 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No . 9. Resolution: cts explained that bd might follow up with customer regarding returning syringe/needle. No . Further follow up is required.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip syringe and needle were having connectivity issues. This occurred on 3 occasions. The following information was provided by the initial reporter: material no. 309657 batch no. 8255625. It was reported that there was a syringe/needle issue.